Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On the same day as the onset, the patient began treatment with injections of fortum (1 gram, frequency and route not reported), injections of reflin (1 gram, frequency and route not reported) and injections of heparin (1000 unit each bags 3 days, frequency and route not reported) for peritonitis. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the event (previously recovering). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.